Manufacturer narrative:
(B)(64. Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: unable to make contact with the customer via telephone at call backs on (B)(6) 2017. At call back on (B)(6) 2017, the customer stated her condition had improved and that she was not currently having any diabetic symptoms. The customer stated she did go to the hospital but was not admitted. The customer stated her sugar was high at the hospital; customer stated a lab test was drawn but she did not recall her exact blood glucose result. The customer stated while at the hospital she was given insulin; customer was uncertain of the amount received. The customer also stated she did go to her scheduled 2 pm doctors' appointment on (B)(6) 2017. The customer stated her doctor increased her dosage of novalog. The customer stated no additional tests were performed with the alleged defective device.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. After obtaining the first two hi results, the customer stated she had injected 20 units of novalog insulin as prescribed by her doctor. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The customer stated she would check her blood sugar in half an hour and if it was still high she would go to the emergency room. The customer stated she did have a scheduled doctors' appointment at 2 pm on (B)(6) 2017. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. During the call on "(B)(6) 2019", a back to back blood test was performed by the customer non-fasting and produced test results of hi using truemetrix meter and hi using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned with the 3 hi results. The customer stated her meter result is hi. She is feeling well and denies any symptoms of hyperglycemia. The meters' date and time have not been set. The customer states she is taking a new antipsychotic drug (saphris) which her doctor told her would increase her blood sugar results. After obtaining the first 2 hi results the customer injected her 20 units of novalog insulin as prescribed by her doctor. The customer stated she would check her blood sugar in half an hour and if it was still high she would go to the emergency room. She does have a scheduled doctors' appointment today at 2 pm.